Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the aviva system. On (B)(6) 2017 at 6:30 p.m., the patient's blood glucose result was 5.6 mmol/l. At 6:45 p.m., the patient came home with slurred speech, confused, and she was unable to communicate with her parents. The patient was taken to the hospital by her parents. At 7:10 p.m., the patient received the following results on the aviva meter, compared to the hospital meter, within 10 minutes: 6.1 mmol/l (aviva meter) and 3.1 mmol/l (hospital meter). At 9:38 p.m., the patient received the following results on the aviva meter, compared to the hospital meter, within 10 minutes: 6.8 mmol/l (aviva meter) and 4.1 mmol/l (hospital meter). The patient was given a coke to drink and she was hospitalized for observation for a "few" hours. Return of the suspect device was requested for evaluation.